Event description:
It was reported to medtronic minimed that the customer noticed a crack on the pump reservoir tube side case. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a constant blank flashing white light display and constantly beeping due to vertical cracked lcd controller. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched case, cracked battery tube threads, cracked keypad overlay, missing display cover, keypad overlay peeling, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, broken belt clip rails and cracked lcd controller. Confirmed flashing white display during analysis due to cracked lcd controller. Cosmetic damage at the reservoir compartment not confirmed. However, confirmed cosmetic damage located at the battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.